Event description:
It was reported a patient experienced peritonitis, which manifested as abdominal pain, hypotension, and cloudy effluent. The patient was hospitalized on the same day for the peritonitis. However, the treatment was not reported. The patient had not recovered from the peritonitis at the time of this report. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot number gd894402 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).